Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient is wanting their neurostimulator removed as it isn't working, but it is unknown how long this has been an issue. Transferred call to nas to page a local rep to inquire if they need to be present if the device is removed. 2024-feb-14: additional information was received from the patient. They reported that they have had the implantable neurostimulator (ins) unit for just short of 9 years. During that time period, patient has had the unit readjusted numerous times to achieve the best possible results. When the unit was implanted, their weight was 220 lbs. Since then they have lost 70 lbs and the main portion of the unit implanted into their right buttocks began to pinch them sharply whenever they sat (especially while working and eating) and laying down. Patient's right leg and foot were no longer responding to the programmed unit. Patient actually gave it a test and turned off the unit altogether for a period of 2 weeks. Patient continued to have neurologic pain into the top of their foot. When patient turned the unit back on, there was no relief to their neurological pain. Patient had a recent injury to their lumbar spine (which required emergency surgery); patient said to their neurosurgeon that they were no longer having any beneficial results with the I mplanted unit. Patient also recalled that they originally were told their unit would have to be replaced after 10 years of use. Due to all of the issues they were experiencing along with the fact they were now going to have spinal surgery, patient asked their neurosurgeon if they could remove the implanted device. He agreed to do so. He also noted that the wires were actually in the way, blocking the area where he was to perform the surgery. Therefore, removing them made sense from the surgical aspect as well. Patient was on the operating table for a total of 6 ½ hours. That is how serious this injury was. Patient is continuing to take medication for the neuropathy. It's over 2 weeks now since the surgery and they are feeling the same as when the unit was working. Patient was glad (it was their decision) to have it removed because they were receiving no benefit from its use.